Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 532 mg/dl via bg meter; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Customer reported reverting to manual injections until receiving further instruction from healthcare professional.